Event description:
It was reported by service report that the IV pole weldment was broken allowing the IV pole to potentially fall in an unintended direction; head end left corner cover was cracked exposing sharp edges. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.